Manufacturer narrative:
The date of the event was (B)(6) 2018. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked. The device showed signs of leakage by the presence of white precipitate. This was observed after use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was manufactured march 26, 2018 - march 27, 2018. The device evaluation has been completed. Visual inspection via the naked eye noted traces of white drug residue located on the outer surface of the blue carrying case which suggests the drug liquid may have leaked from the inside of the carrying case then absorbed to the outer surface of the fabric carrying case. A functional leak test was performed by filling the device bladder with green colored water. After fill, the device luer was securely closed then the device was monitored until the next day. No signs of a leak were observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.